Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and foreshortening occurred. Vascular access was obtained via the femoral artery. The stenosed target lesion containing a lesion bend of >=90 degrees was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with an unspecified catheter balloon. A promus element 2.25x32mm stent was first implanted in the distal lad and a 3.50x16mm promus element stent was then implanted in the proximal lad. When the physician pulled out the wire, it was noticed the 3.50x16mm promus element stent shortened and was deformed. A promus element 3.5x12mm stent was then implanted in front of the 3.5x16mm promus element stent in an overlapping manner to finish the procedure. No patient complications were reported and the patient status is stable.